Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported the insulin pump was broken. Customer reported the insulin pump alarmed no delivery, customer was out so and didn't have extra supplies, so customer gave herself a manual injection. Then the device kept asking her to rewind and she couldn't suspends and the device alarmed. Then the device started to count down and made her reset the settings. Customer reported that every time she would try to rewind the device it would alarm motor error. Customer did not know blood glucose value. Customer reported that she is a cashier and stand next to an antitheft magnet. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind due to an out of phase motor encoder signal. No motor position error was noted. The pump also had a cracked case near the lcd window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.